Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 23-inch cd infusion set and contacted support for assistance with a full supply change; the agent guided a complete set change and resumed insulin delivery, and no device allegations or site issues were reported. Symptoms included elevated blood glucose to 228 mg/dl without associated symptoms such as dizziness or loss of consciousness. Outcomes included transient hyperglycemia for a couple of hours without need for back-up therapy, ketone testing, outside assistance, or medical intervention. Investigation included customer support troubleshooting and education with follow-up attempts to clarify the cause. Investigation of this case revealed no confirmed device or component malfunction and no confirmed infusion set or site issue, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.